Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3889-28, lot# va05sc4, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. See manufacturer¿s report # 3004209178-2017-19922 for concomitant ins information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with 2 implantable neurostimulators (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that both systems were removed because the patient received poor results despite reprogramming. When the surgeon removed the left lead, the tined portion broke off and remains in patient. No further complications were reported or anticipated.